Event description:
This pt experienced two adverse events. Approx twomonths after having a cypher stent implanted in the mid right coronary artery (rca), this pt experienced a thrombosis which was treated with balloon inflations and the placement of another cypher stent within and completely covering the previous placed cypher stent. Four days later, the pt experienced another thrombosis within the newly placed cypher stent. The pt was then sent for bypass grafting of the rca, which ultimately also closed after approx three weeks. This pt was admitted to the hosp with a chief complaint of chest pain. The pt was taken electively to the cardiac cath lab, where angiography revealed a de novo, long (20mm), eccentric, b2-type flexion lesion in the mid-rca. A bolus of 8,000 units of heparin was administered via IV, act's were not measured during the case.